Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06088, 2938836-2019-06089. It was reported that during a routine follow up, the device was found to be in back up mode. The patient was asymptomatic. During the procedure, both the ra and rv leads were found to have had an insulation breach at the suture sleeve site. The leads were capped and replaced on (B)(6) 2019. The device was explanted and replaced. The patient was stable before, during, and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed. The device was tested on the bench and found backup operation was consistent with end of life battery voltage. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion. Analysis was normal. No anomalies were found.